Event description:
Philips received a complaint from customer reporting a primary alarm failure occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The customer declined further service, and the service case was canceled. There was no service activity performed by philips. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.